Manufacturer narrative:
The company service representative examined the system and tested all the phaco handpieces. No problems were found. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported the handpiece had primed and tuned, but when the surgeon began to phaco there was little to no power. The nurse rebooted and re-primed and tuned but the handpiece still provided little power. The handpiece was switched out twice but the phaco power was just not adequate. The surgeon converted to extra capsular cataract extraction and used stitches to close the incision. Additional information received stated a system message displayed stating phaco tune failed. No patient injury was reported. The patient did very well with a good outcome.